Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six weeks after a breast reduction plasty especially subcutaneous and direct skin closure, there have been problems with the sutures 3.0 and 4.0, the patient had pus pimples developed in the areas where a subcutaneous thread was located. In additional, the stitches came out of the scars like worms, and only after several weeks. A new suture from other manufacturer was used to resolve the issue.

Event description:
According to the reporter, six weeks after a procedure, there have been problems with the sutures 3.0 and 4.0, the patient had pus pimples developed in the areas where a subcutaneous thread was located. In additional, the stitches came out of the scars like worms, and only after several weeks. A new suture from other manufacturer was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: sm-691, sm-691 biosyn* 4-0 und 75cm c13 x36, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.